Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self test, unexpected restart error test and displacement test however, pump alarmed compromised force sensor system during the prime test at 4 pounds due to faulty force sensor resistor. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor resistor alarm. The drive support disk was inspected and no anomaly found. Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, missing end cap sticker, and reservoir tube window cracked.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 172 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.